Manufacturer narrative:
The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges she was going down a street when the unit allegedly cut out and she was allegedly thrown into a cement step.

Manufacturer narrative:
The motors were returned for evaluation. The alleged condition (power loss) could not be duplicated.

Event description:
Consumer alleges she was going down a street when the unit allegedly cut out and she was allegedly thrown into a cement step.